Event description:
The caregiver reported a reload set 161 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the three prong cassette. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
Per the caregiver, the sample was discarded.